Event description:
It was reported to philips that software failed to load due to a cmos battery issue on an allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the cmos battery and restored the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).